Event description:
Same as MFR. Report#: 6000093-2005-01145, 01147. It was reported, by a patient's family member that approximately one week after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt had three taxus express2 drug eluting stents placed in an unknown vessel. Approximately one week after stent placement the pt developed a rash all over her body. That patient is being evaluated by her physician for this reaction.